Event description:
It was reported that on (B)(6) 2014, a patient was treated for thoracoabdominal aortic aneurysm with a gore® tag® conformable thoracic stent graft. Follow up CT imaging on (B)(6) 2015 showed that maximum aortic diameter shrinking to 60 mm from a baseline of 76 mm also measured with CT imaging on (B)(6) 2014. On (B)(6) 2016, the patient was treated for a descending thoracic aortic aneurysm with the implantation of two additional gore® tag® conformable thoracic stent grafts. This reintervention is documented in an a FDA cdrh report submitted earlier under manufacturer reference no. (B)(4). Follow up CT imaging on (B)(6) 2016 showed a maximum aortic diameter of 56 mm. A lowest aortic diameter of 49 mm was measured using CT imaging on (B)(6) 2021. Aortic diameter as measured by CT imaging increased to 71 mm on (B)(6) 2022. On (B)(6) 2022 the patient was treated with open ascending aortic reconstruction. The patient subsequently died on (B)(6) 2022 due to multi organ failure in connection to the reconstruction.

Manufacturer narrative:
A patient identifier has not been provided. A manufacturer placeholder is used instead. The disposition of the device is unknown. It has not been returned. The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. The above information was obtained from the csd. Additional devices implanted on (B)(6) 2016: tge373720 gore® tag® conformable thoracic stent graft sn (B)(4). Tge404020 gore® tag® conformable thoracic stent graft sn (B)(4). Imaging dates and maximum diameters as measured: (B)(6) 2014 - pathology: thoracoabdominal aortic aneurysm - cta - maximum diameter: 76 mm. (B)(6) 2015 - pathology: thoracoabdominal aortic aneurysm - cta - maximum diameter: 60 mm. (B)(6) 2016 - pathology: descending thoracic aortic aneurysm - cta - maximum diameter: 56 mm. (B)(6) 2017 - pathology: descending thoracic aortic aneurysm - cta - maximum diameter: 52 mm. (B)(6) 2018 - pathology: descending thoracic aortic aneurysm - cta - maximum diameter: 61 mm. (B)(6) 2018 - pathology: thoracoabdominal aortic aneurysm - cta - maximum diameter: 57 mm. (B)(6) 2020 - pathology: descending thoracic aortic aneurysm - cta - maximum diameter: 50 mm. (B)(6) 2021 - pathology: descending thoracic aortic aneurysm - cta - maximum diameter: 49 mm. (B)(6) 2022 - pathology: descending thoracic aortic aneurysm - cta - maximum diameter: 71 mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medwatch #2017233-2023-03691 was sent in error. Additional information has been received and it has been determined that this event is not reportable to the FDA because disease progression was attributed to the patient's earlier diagnosis of degenerative connective tissue disease. Therefore, the medwatch (and supplementals) will be retracted.

Event description:
It was reported that on (B)(6) 2014, a patient was treated for thoracoabdominal aortic aneurysm with a gore® tag® conformable thoracic stent graft. The patient medical history includes degenerative connective tissue disease at the time of enrollment in the grt study. Follow up CT imaging on (B)(6) 2015 showed that maximum aortic diameter shrinking to 60 mm from a baseline of 76 mm also measured with CT imaging on (B)(6) 2014. On (B)(6) 2016, the patient was treated for a descending thoracic aortic aneurysm with the implantation of two additional gore® tag® conformable thoracic stent grafts. This reintervention is documented in psts #(B)(4). Follow up CT imaging on (B)(6) 2016 showed a maximum aortic diameter of 56 mm. A lowest aortic diameter of 49 mm was measured using CT imaging on (B)(6) 2021. Aortic diameter as measured by CT imaging increased to 71 mm on (B)(6)2022. On an unknown date, a type ia endoleak was detected using CT imaging. On (B)(6) 2022 the patient was treated with open ascending aortic reconstruction. The patient subsequently died on (B)(6) 2022 due to multi organ failure in connection to the reconstruction. There was disease progression of the arch/descending aorta above earlier treated segment. The plan was to create landing zone for additional endograft at zone 0c by performing a bypass to the supraaortic vessel from zone a/b. Disease progression was attributed to the patient's history of degenerative connective tissue disease.

Event description:
It was reported that on (B)(6) 2014, a patient was treated for thoracoabdominal aortic aneurysm with a gore® tag® conformable thoracic stent graft. Follow up CT imaging on (B)(6) 2015 showed that maximum aortic diameter shrinking to 60 mm from a baseline of 76 mm also measured with CT imaging on november 6, 2014. On (B)(6) 2016, the patient was treated for a descending thoracic aortic aneurysm with the implantation of two additional gore® tag® conformable thoracic stent grafts. This reintervention is documented in psts #30719. Follow up CT imaging on june 3, 2016 showed a maximum aortic diameter of 56 mm. A lowest aortic diameter of 49 mm was measured using CT imaging on (B)(6) 2021. Aortic diameter as measured by CT imaging increased to 71 mm on (B)(6) 2022. On (B)(6) 2022 the patient was treated with open ascending aortic reconstruction. The patient subsequently died on (B)(6) 2022 due to multi organ failure in connection to the reconstruction. There was disease progression of the arch/descending aorta above earlier treated segment. The plan was to create landing zone for additional endograft at zone 0c by performing a bypass to the supraaortic vessel from zone a/b.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one poor contrast quality set of images provided for evaluation. ¿ no date included on imaging. ¿ reconstruction images shows 3 ctag® devices implanted in the aortic arch and descending thoracic aorta. ¿ it appears these images are post-surgical repair in the ascending aorta. ¿ the length from the lsa to the proximal circumferential device appears to be ~2.7cm (centerline length) - 4.6cm (by outer curve length). Within this length of aorta, there is a 66º aortic angulation. ¿ there appears to be lack of apposition of the proximal end of the proximal device. Contrast in the proximal end of the implanted device appears to communicate with contrast in the sac, thereby, confirming a proximal type I endoleak. ¿ by axial imaging, the maximum diameter of the aneurysm appears to be ~59mm. ¿ by orthogonal (centerline) imaging, the maximum diameter of the aneurysm appears to be 75.8mm. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. According to the gore® tag® conformable thoracic stent graft instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement.